Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned insulin pump for an alleged keypad unresponsive/button error alarm and cosmetic damage at back of the insulin pump on (B)(6) 2022. Insulin pump passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device successfully downloaded to thus. Verified insulin pump alarmed stuck key alarm on (B)(6) 2022 at 00:00:35.000. The electronic assemblies were inspected and found moisture damage on electrical board 1, electrical board 2, keypad flex tail, motor and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, end cap address label fading, partially broken retainer, cracked reservoir tube lip and pillowing keypad overlay. All buttons functioned properly during test. Keypad unresponsive/button error alarm not confirmed. Cosmetic damage confirmed at corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.